Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the thread broke. The device was not treated/hydrated prior to its use. No patient injury noted. The current patient status is no problem. A new additional suture was used without issue.